Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator top was disengaged. The inflation syringe was received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon were received. The circular seal for the dissector balloon appeared intact. A functional evaluation found that the trocar balloon was inflated with no leaks detected. The dissector balloon was inflated with no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair procedure, when they inserted the camera into the seal of the trocar, air leaked out and he was unable to inflate dissection balloon. They then used another product to resolve the issue in order to complete the case. There was no patient injury.